Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device found that the catheter was broken and the shaft was stretched. Functional evaluation was unable to be performed due to the catheter being broken. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
Note: this report pertains to one of two extractor pro xl retrieval balloons used during the same procedure. Manufacturer report#3005099803-2016-03244 pertains to the first device, and manufacturer report#3005099803-2016-03120 pertains to the second device. It was reported to boston scientific corporation that two extractor pro xl retrieval balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, both balloons burst during stone extraction. The balloon material of one of the balloons, though it is unknown which, detached inside the patient and was retrieved with grasping forceps. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results revealed the catheter was broken, therefore this is now an MDR reportable event.